Event description:
The customer reported that the male spin lock on the pressure-rated extension set spontaneously disconnected from the patient's peripheral IV catheter hub during contrast injection from the CT power injector. The customer reported that this disconnection resulted in contrast leaking from the injector, blood from the patient leaking out of the IV catheter hub, and a delayed CT scan. The customer reported no patient harm.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.